Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the akl label was missing with a bd needle 23g 1-1/4in. This occurred on 59,220 separate occasions prior to use. The following information was provided by the initial reporter: missing label akl.

Manufacturer narrative:
H.6. Investigation: 17 photos were received by our quality team for evaluation. It was observed that the akl number was missing from the shelf and case labels; therefore, the incident could be verified. A device history record review found that there was an issue with the printing of the akl number printing. Based on the investigation, potential cause is likely due to no communication or poor communication by the project lead to the production team as production team is still relying on the production plan and applying the batch managed approach. CAPA#1411444 was initiated.

Event description:
It was reported that the akl label was missing with a bd needle 23g 1-1/4in. This occurred on 59,220 separate occasions prior to use. The following information was provided by the initial reporter: missing label akl.